Manufacturer narrative:
The device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an left ventricular (lv) pacing impedance measurement greater than 2000 ohms. No adverse patient effects were reported.